Manufacturer narrative:
Investigation: visual inspection: damaged third-party catheter. Permeability test: the test showed that the progav 2.0 shunt system with the pediatric prechamber is permeable. During the test, bloody fluid leaked from the shunt system. Computer control test: the computer-controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 9,01 cmh2o. This is within the specified tolerance of 12 cmh2o ± 3 cmh2o. Additionally, the shunt assistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shunt assistant® had a pressure of 19,07 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can detect deposits. At the time of the investigation, the deposits do not affect the technical properties of the progav 2.0 shunt system. We are unable to determine how the aforementioned functional impairment occurred at the time of the investigation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (#fx413t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be blocked and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, height: 89 centimeters (cm), weight: 10.5 kilograms (kg), gender: female. Same event as medwatch-no. 3004721439-2022-00174.